Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that while performing an atrial fibrillation (afib) procedure, the curve portion of the lasso navigational variable eco catheter was stuck in the deflected position about 2cm proximal to the catheter loop. The catheter loop was in the open position. Multiple attempts were made to pull the catheter back into the sheath without success. With the sheath held in place, the catheter was rotated counter clock wise and pulled with a great amount of force. There were multiple attempts at manipulating the sheath and catheter at different positions all without success. The sheath was pulled back keeping the catheter where it was. Once this was done, the sheath and catheter were pulled back as a unit until it was out of the patient. The patient was stable. Heparin was reversed and pressure was held on the groin where the catheter and sheath were removed. Upon request, the bwi field representative provided additional information on the event. The catheter came out with the deflection broken and knotted around the tip of the sheath. Unfortunately, the assisting physician unwound the knot on the catheter. There was additional groin pressure that needed to be done and a follow up ultrasound of the groin to ensure that there were no complications. The patient stayed overnight in the hospital. The patient recovered, discharged home and may be considered for ablation in the future. Upon receipt, the catheter was visually inspected and was found that the peek housing was split apart from the lumen and the cam handle was detached from the handle. It could not be determined how the peek housing got damaged, although it could be due to the efforts taken to remove the catheter. For the cam handle issue, it was noticed that the retainer was assembled backwards; however, the cam handle controls the loop contraction and not the deflection of the shaft. Then per the event, the deflection and contraction test were performed. The catheter failed deflection. Further examination revealed that the puller wire was found broken; however, the catheter did not get stuck in a deflected position during the analysis. Also the outer diameters of the loop were measured and all were within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The customer complaint regarding the catheter getting stuck in a deflected position cannot be confirmed; however, during the analysis the puller was found broken and the retainer assembled backwards.

Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, the curve portion of the lasso navigational variable eco catheter was stuck in the deflected position about 2cm proximal to the catheter loop. The catheter loop was in the open position. Multiple attempts were made to pull the catheter back into the sheath without success. The therapeutics product expert and the manager medical sciences officer were brought into the call to assist with the retrieval of the catheter. Pictures were taken and sent to the medical sciences officer to assist with the retrieval. A second physician scrubbed into the procedure to assist. With the sheath held in place, the lasso navigational variable eco catheter was rotated counter clock wise and pulled with a great amount of force. There were multiple attempts at manipulating the sheath and catheter at different positions all without success. The physician decided to remove the sheath and the catheter as a unit. The sheath was pulled back keeping the catheter where it was. Once this was done, the sheath and catheter were pulled back as a unit until it was out of the patient. The patient was stable. Heparin was reversed and pressure was held on the groin where the catheter and sheath were removed. Upon request, the bwi field representative provided additional information on the event. The sheath was a st. Jude sl-1 long sheath, 8.5fr in size. This event was not life threatening. While the physician was using fast anatomical mapping (fam) and going toward the right inferior vein in the left atrium, the lasso nav variable eco catheter and sheath popped back through the septum to the right atrium. While he tried to remove the catheter to try and re-cross the septum, he could not remove the catheter through the sheath.

Manufacturer narrative:
Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Navistar thermocool catheter, model #: d-1197-17-s, lot #: 15785075m. Device evaluation anticipated but has not yet begun. Ez steer coronary sinus catheter, model #: d-1263-04-s, lot #: 15740132m. Device evaluation anticipated but has not yet begun. Soundstar eco, model #: m-5723-15, lot #: OEM_m-5723-15. Device evaluation anticipated but has not yet begun. Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Non bwi - st. Jude sl-1 long sheath, 8.5fr. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital (B)(4) advised that this issue was not related to bwi systems. The customer declined system service. Manufacturer's ref. No: (B)(4). Event description: after multiple attempts to remove the catheter through the sheath that were unsuccessful, he removed the catheter with the sheath. The catheter came out with the deflection broken and knotted around the tip of the sheath. Unfortunately, the assisting physician unwound the knot on the catheter before he could be told not to or get a photo. The vascular surgeon was consulted. There was additional groin pressure that needed to be done and a follow up ultrasound of the groin to ensure that there were no complications. The patient stayed overnight in the hospital. The patient recovered, discharged home and may be considered for ablation in the future. The event was device related as the deflection mechanism broke and possibly procedure related as the patient's septum was very thick and more torque than usual was required to position the catheter. The patients updated health status is unknown.